Event description:
It was reported that the patient presented to the clinic for implantation of a right ventricular (rv) lead. On (B)(6) 2025, the initial lead could not be implanted due to difficulty with manipulation. The rv lead was replaced, and the new lead was successfully implanted the same day. The patient remained stable.